Manufacturer narrative:
The subject device was returned to omsc for evaluation. Based upon the evaluation of the subject device by omsc, the phenomenon duplicated. No irregularity was found at soldering points, cables, or gap between parts and substrate in the video connector. As the imaging unit was tested alone and the "no image" duplicated, further investigation was performed with the imaging unit. The outer appearance, resistance value, cables, soldering, and the ccd and its peripheral circuit were inspected with no irregularity, but the voltage was not output. The manufacturing history was reviewed, with no irregularities related to this problem noted. The exact cause could not be conclusively determined at this time, however, the failure in ccd or ic due to some electrical stress, such as static electricity, over current or over load could not be ruled out as a contributory factor for the phenomenon.

Event description:
Olympus medical systems corp. (Omsc) was informed that while performing prior-to-use check, though the subject device was connected to a video system center, no image broke out. The user facility replaced the subject device with a same model device that came from a facility affiliated with the user facility. The procedure was anterior resection of the rectum, and it was completed with the replaced device. When prior-to-use check was performed, the patient was under anesthesia. There was no patient harm reported.